Event description:
A photopheresis procedural kit used on last month. Multiple air alarms occurred immediately upon starting the treatment. There were no evidence of leaks in the tubing. There were two to three blood pump errors. Did not reach the patient. The treatment was aborted in the kit except the treatment tubing.